Event description:
During procedure, unit activated itself and patient was burned. No further information was provided from the user facility.

Manufacturer narrative:
This is the first time the suspect excalibur plus pc has been returned to conmed for any issue. The suspect esu has no history of similar instance. Attempts have been made to contact the user facility to gain additional information regarding the event and the patient with no success.